Event description:
It was reported there were intermittent power problems. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit (pc) board is out of electrical specification. Upper and lower cases, side bail covers, and battery drawer are broken. Battery release, ring cover, and heart block are contaminated. Lead flex cover and display are corroded. One side bail is missing. A detailed analysis of the main pc board was performed. This analysis found that two capacitors were out of specification, causing the premature shut down of device upon battery removal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases, side bail covers, and battery drawer are broken. Battery release, ring cover, and heart block are contaminated. Lead flex cover and display are corroded. One side bail is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.